Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. No additional info was provided. Further follow-up with the health professional noted the port was explanted due to an alleged leak. "No diagnostic testing done. Problem first observed when pt came in with no saline in band."

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined to access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or connector tubing."